Event description:
Pt was implanted with 3.5 mm lcp medial distal tibia plate construct on (B)(6) 2012, for a distal tibia fracture. Pt complained of ankle pain. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Pt's fracture was healed; therefore, pt was not revised with any additional hardware. Procedure was completed with no problems. This is 10 of 13 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.